Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009 that an interject injection therapy needle catheter device was used during a colonoscopy procedure. According to the complainant, after loading the needle with solution prior to advancement of the device through the scope, the needle would not retract back into the sheath. There was no noticeable damage to the catheter or sheath caused by the needle. The procedure was completed with another interject injection therapy needle catheter device. There were no patient complications reported as a result of this event.